Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. 1 of 2 manufacture report number see 2032227-2014-55226.

Manufacturer narrative:
The insulin pump alarmed motor error due to corroded motor home switch. The insulin pump was unable to verify alarm due to motor error alarm. The insulin pump had moisture damage on electronic assembly. The insulin pump had a cracked battery tube threads, cracked belt clip slot, scratches on lcd window and cracked case at display window corner.

Event description:
Customer reported he noticed the reservoir was leaking into the insulin pump and the device was alarming. Customer stated the alarm occurred when he was trying to bolus. Customer's blood glucose was 300 mg/dl. Customer states after the first alarm the device then alarm motor error when attempting to rewind. Customer was unable to get out either alarm. Customer did not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan.